Event description:
Hcp reports a patient's suffered withdrawal' after having a new pump implanted. The new pump was implanted in 2006 and was programmed to a fraction of the therapeutic dose. The drug used in the pump is baclofen. No specific information on patient symptoms or outcome were reported. Additional information has been requested, but had not been received on the date of this report. A follow up report will be sent when additional information is received.